Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b5, h1 and h6 impact codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited loss of capture (loc) with high pacing thresholds on the left ventricular (lv) channel. The increase in the high pacing thresholds appear to be gradual starting in 2021. No adverse patient effects were reported this lv lead remains in service. Additional information indicated that the crt-d was explanted due to therapy upgrade. However, it was previously indicated that during this procedure an lv lead revision was about to be performed. No additional adverse patient effects were reported. This lv lead remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited loss of capture (loc) with high pacing thresholds on the left ventricular (lv) channel. The increase in the high pacing thresholds appear to be gradual starting in 2021. No adverse patient effects were reported this lv lead remains in service.